Event description:
Additional information was received from a healthcare provider (hcp) on 2017-feb-08. It was stated that the catheter (B)(6) study that was done because the patient had problems with the pump was a patient issue. The results of the (B)(6) study performed showed no system issues. The cause of the problems with the pump was determined to be due to the patient malingering. The increase in spasticity symptoms had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen of an unknown concentration and an unknown dose via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that the patient's pump was replaced on (B)(6) 2016 due to longevity and a catheter dye study was done because the healthcare professional (hcp) thought the patient had problems with the pump due to increase in spasticity symptoms.